Event description:
It was reported that the catheter was separated. A 150/20 renegade¿ hi-flo¿ was selected. Upon unpacking, the device was pulled out from the packaging. It was observed that the outer layer of the catheter was separated. However, the inner catheter remained intact. The procedure was completed with another of the same device. The device was not used inside the patient's body.

Manufacturer narrative:
Corrected lot number from 17167706 to 17126511. Corrected device expiration date from 06/30/2017 to 07/31/2017. Corrected device manufactured date from 07/23/2014 to 08/07/2014. Device evaluated by MFR.: the device was returned coiled up without a carrier hoop. A break in the outer shaft exposing a section of inner braid was immediately seen. The device inspected for any fm or defects and a break in the outer pebax layer of the catheter originating 315mm from the base of the strain relief was observed, this break in the outer layer was followed by 83mm of exposed braid. A kink was observed at the base of the strain relief. The strain relief was removed and the area underneath was inspected for any further defects, no further defects present. A guidewire was passed through the device, no blockages or occlusion present. A coating confirmation test was carried out and coating damage was observed along the coated length of the catheter seen as black shiny patches along coated length. No peeling, flaking or missing coating was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was separated. A 150/20 renegade¿ hi-flo¿ was selected. Upon unpacking, the device was pulled out from the packaging. It was observed that the outer layer of the catheter was separated. However, the inner catheter remained intact. The procedure was completed with another of the same device. The device was not used inside the patient's body.

Manufacturer narrative:
(B)(4).